Manufacturer narrative:
Device evaluation summary: the reported smoking after power on was verified during service. Medtronic service noted that the screen was black, the instrument would not boot up normally and one minute after power on the main box smelled burnt. Medtronic service noted that the mainboard was defective. The issue was resolved by replacing the assy 560 bio-console sys con and calibrating. Post-repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use during set up of the bio-console instrument it was noted that the instrument was smoking after power on. The instrument was changed out with a backup and there was no resulting adverse patient effect. The customer stated that the issue happened when the instrument was take from a cold room to a 25¿ room.

Manufacturer narrative:
Additional information: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.